Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 4 months ago. Aneurysm and vessel morphology were not reported. The bifurcated stent graft was implant from the right side contralateral limb from the left. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. During final angio, a type ii and a blush type IV endoleak was discovered, however it was corrected prior to the end of the procedure reference MFR # 2953200-2012-00356. It was reported that the patient was diagnosed with anemia one week after the initial implant and a month later required in-patient hospitalization. The patient had a transfusion and recovered from both episodes. The investigator assessment states that the event was not related to the study device; however, it was related to the study procedure. It was also reported that the patient was experiencing a fever shortly after implant. The patient was given tylenol.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever), patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).